Event description:
The complaint was rec'd via medwatch report. It was reported the procedure was being performed on a male pt. The guide wire for a triple lumen was burred at the end which caused difficulty removing after insertion.

Manufacturer narrative:
(B)(4). The device will not be returned.